Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon went to put in a screw and the screwdriver tip broke off. It seemed to be wearing down. He then used another screwdriver in the tray and the same thing happened.

Manufacturer narrative:
An event regarding an alleged fracture involving a universal driver shaft hexalobular screwdriver tip was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection revealed the hexalobular driver tip is fractured. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification complaint history review: a complaint history review found there have been 2 other event for the manufacturing lot. Conclusions: visual inspection revealed the hexalobular driver tip is deformed (fractured).

Event description:
It was reported that the surgeon went to put in a screw and the screwdriver tip broke off. It seemed to be wearing down. He then used another screwdriver in the tray and the same thing happened.